Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted a few moments after it was implanted, as battery capacity was insufficient. This device was paired with the mobile monitor and it was dropped into the sterile field. Reportedly, it was then implanted in the patient and telemetry was lost. After telemetry was re-established, a red alert status that this device battery was not sufficient was showed. Finally, this icm was explanted, replaced with another icm and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Battery diagnostics were downloaded and found to be normal. However, a battery fault was found caused by an exposure to an external magnet for a prolonged period, confirming the reported premature battery depletion allegation.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted a few moments after it was implanted, as battery capacity was insufficient. This device was paired with the mobile monitor and it was dropped into the sterile field. Reportedly, it was then implanted in the patient and telemetry was lost. After telemetry was re-established, a red alert status that this device battery was not sufficient was showed. Finally, this icm was explanted, replaced with another icm and was returned analysis. No additional adverse patient effects were reported.